Event description:
Patient reports she was diagnosed with +3 od spk (superficial punctate keratitis) due to overwear of the lenses with general corneal edema. She refused to see a corneal specialist. The patient was prescribed maxitrol and systain with temporary discontinued lens wear.

Manufacturer narrative:
This report is linked to (B)(4). No product returned.